Manufacturer narrative:
Upon disassembly, metal shavings were found in the collet. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings.

Event description:
It was reported that during testing conducted at the manufacturer facility, the device was producing metal shavings.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.